Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficult to remove the device was observed as a suture malposition as the device was returned with the formed knot in the suture bearing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device condition indicates a suture malposition occurred likely due to friable vessel as the device was returned with the form suture knot in the suture bearing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation (afib) ablation interventional procedure. Reportedly, the prostyle device was deployed as intended, however, when the device was removed, the knot was unraveled/loose and was stuck in the device. A new prostyle device was used, but a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 17f, and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.